Event description:
Physician was using a laser to perform lithotripsy. The tip of the optical fiber delivery system broke off inside the pt. The piece was recovered in total. The case was completed with the same fiber. No pt detail was available or released to the MFR.